Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of tpn intended to run over 24 hours instead completed in 12 hours. The infusion had a volume of 369.4 ml and was initiated on (B)(6) 2016 at 8:29 pm; initially reported to have started at 15.0 ml/hr. And then increased to 15.4 ml/hr. At 2:33 am on (B)(6) 2016. It was later reported that the rate was started at and remained at 15.4 ml/hr. The rate was checked by 2 rns during morning rounds at which time routine labs were drawn. A nurse responded to an ail alarm at 8:10 am and noted the tpn bag was empty. Labs were drawn and the glucose was elevated to >700 requiring the administration of insulin. The glucose returned to baseline and there was no lasting harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. The rear case was cracked where the upper screw is fastened. The primary set was received still installed in the pump module, and was noted to be completely separated at the upper fitment. It is unknown if the damage was present at the time of the reported event, however no mention was made of any leak. Analysis of the pcu event log shows that the device was infusing parenteral nutrition at 15.4ml/hr. At 8:15 pm on (B)(6) 2016, the device was channeled off. At 8:31 pm the infusion was restored and the vtbi was changed to 200ml. This infusion ran until 8:10 am, when the device alarmed for air in line. The device was channeled off at 8:18am on (B)(6) 2016 and then removed at 8:23am. The volume recorded as being infused during this period was 177.49ml. The event log cannot determine the starting volume of the fluid container. Functional testing found the device to be delivering fluid within specification. Functional testing of the primary set could not be performed due to the separation at the upper fitment. The root cause of the customer¿s report of an overinfusion was not identified.